Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator cable and repaired the collimator. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently displays a collimator iris error. No pt injury was reported.